Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: skyline plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: koller, h. Et.al. (2022), surgical realignment after anterior multilevel decompression using cages and plate for 3-level to 5-level degenerative fusions, clinical spine surgery, volume 35 (8), pages e649-e659 (germany). The aim of this retrospective study was to define predicted factors for perioperative geometrical changes and study the perioperative interdepencies of regional alignment and compensatory reciprocal changes after acms. A total of study population 126 female patients (66 were females) with 3-level to 5-level anterior-only cervical multilevel fusion surgery (acms) with mean age was 56 years old were included in the study. In semi-rigid spinal levels, the disc was removed followed by gradual intervertebral distraction using a dedicated arthrodesis spreader. In rigid levels, such in nonunion or a collapsed disc, segmental flexibility was gained adding uncinectomy. Three types of titanium cages were used including harms mesh-cages, trabecular mesh-cages, and ti coated peek cages (all from unknown manufacturer). In the early period of the study, iliac crest grafts were harvested to fill cages. Corpectomized levels were reconstructed using a lordotic mesh-cage. All patients were operated on using a titanium locking plate (skyline, depuy synthes, rayham/USA) and with mean follow-up was 22 months. The following complications were reported as follows: (n=?) Chronic lumbar pain (n=6) cage subsidence (unknown manufacturer) with slight loss of lordosis at the most cephalad level leading to reoperation for nonunion repair in 2. (N=1) postoperative worsened cervical balance in terms of the sagittal vertical axis c2-7 (csva) persisted in the lower case. (N=?) Complications, reoperations, and fusion was observed. This report is for an unknown depuy spine skyline locking plate/ screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).